Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:00 am after the end user was receiving high blood glucose readings from her prodigy diabetes meter. The end user was sweating and not feeling well. Her blood glucose reading at the time of the medical event was 146 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 55 mg/dl the end was given an unknown liquid drink and transported to the ER. The end user could not recall what treatment was administered while at the ER. After 5 - 6 hours at the ER the end user was discharged and instructed to follow-up with her pcp. No further details were provided in relations to this medical event due to the fact that the end user could not recall many of the details.